Event description:
It was reported that during a ptca treatment procedure,the physician experienced difficulty advancing a balloon over the choice pt plus guidewire. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The physician used a terumo 25 cm introducer sheath for vascular access and a mach1 guide catheter to cross the lesion. It is noted that the guidewire was manipulated through a metal entry needle. After crossing the lesion using this guide wire, the aqua balloon catheter got stuck on the coating of this wire while being loaded on the wire. After removing this wire, the physician discovered that the wire coating was peeling off. The choice pt plus guidewire and the balloon catheter were removed and replaced with another choice pt plus guidewire and balloon catheter, and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'